Manufacturer narrative:
Sample was na heparin plasma in a pst tube that was centrifuged for 10 minutes at 3000rpm.qc was within specifications prior to and after the event.a system check performed on 04/29/2010 was within specifications.a field service engineer (fse) was on-site 05/05/2010. Fse inspected and cleaned the wash carousel. No hardware issues noted. System check and qc perfomed met specifications.although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated ckmb result generated by the access® 2 immunoassay system.the initial result was 45.4ng/ml which did not match the patient's clinical history. This patient previously gave a ckmb result of 1.0ng/ml on (B)(6)2010. The sample was repeated and gave a result of 0.7ng/ml which was within the normal reference range.no reports of death, injury, or change to patient treatment have been reported in connection with this event.